Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
Patient stated her v-go came loose and fell off on (B)(6) 2019, after 12 hours of wear.